Event description:
It was reported that a home patient (hp) had a high drain alarm 107 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device after use. The technical service representative (tsr) explained the alarm. The hp was on a fill volume (fv) of 2500ml, but it was changed the previous day to a fv of 1000ml. The hp was now on tidal therapy at 95%. There was no full drain option for the 7 cycles and the registered nurse (rn) did not program any full drains for the patient when changing their programming. As a result, the hp had an ultra filtration (uf) reading that equaled 1177ml. The cycle 7 uf was 1187ml, while cycle 6 was only 29ml, cycle 5=29ml, and lower than that for each cycle before. The rn realized their mistake and was going to reprogram the hc. The tsr explained how tidal therapy works. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.